Event description:
The account alleged that the bed has no functions. When using a bed function button nothing happens until the button is released and then the hydraulic manifold runs for a few seconds, but no function moves. CPR works to lower the head section, but the head up will not work.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of alleged malfunction.